Event description:
A core impaction drill was sent for eval due to overheating after a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating.